Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, damage to the catheter shaft/ distal-tip was observed. Inspection of the catheter shaft revealed a deformation near the last electrode; measured from the catheter tip, the kink was located at 5.5 mm approximately. No further relevant visible damage was observed. Calibrated steel ruler sr-032 was used to identify the location of the material deformation. The device was evaluated for deflection. The catheter did not form a curve consistent with the visual work reference material (vwr). The catheter did not meet the planarity specification. The inspection results indicated that the complaint is confirmed for the reported failure mode. As the complaint device was confirmed for a material deformation during re-inspection. It is likely that the kink contributed to the customer's reported event of, "deflectable button doesn't work" as damage to the device's structural integrity may adversely impact its functional performance. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the deflectable button doesn't work. There was no patient injury or medical intervention and extended procedure time reported was a few minutes. These are commonly used devices that are readily available.